Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the insertable cardiac monitor (icm) was unable to be interrogated. The issue was resolved by pairing the icm to a mobile device. The interrogation was restored. Patient condition was stable.